Event description:
On (B)(6) 2011 - pt had surgery re-do aortic valve replacement due to early failure of a 19 mm mitroflow bioprosthesis approx 2 1/2 years ago. She had evidence of increased velocities across the bioprosthetic aortic valve and came to the hospital in congestive heart failure. Pt was recovering well until (B)(6) when she arrested and expired after failed resusitation. Provisional autopsy results indicate cardiomegaly, (congestive heart failure) and bilateral pulmonary edema. Prosthetic valve annulus intact.